Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a (power/battery life) issue: the battery does not last as long as the user expects this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use.  The available black box data showed no evidence of short battery life. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump and maintain an electrical connection for testing.  The pump¿s electrical draws were tested and¿ found to be within required specifications.  The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked on the side from the threads to the pump cover. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.